Event description:
Related manufacturer reference number: 2017865-2021-39015. Related manufacturer reference number: 2017865-2021-39017. It was reported that the patient presented with system infection. Therefore, the physician elected to explant the patient's entire implantable cardioverter defibrillator (ICD) system, including their device, right ventricular (rv) lead, and left ventricular (lv) lead on (B)(6) 2021. The patient was recovering after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.